Event description:
It was reported the white handle on the peelaway sheath broke off on one side just above where the body of the sheath attaches to the handles. The clinician was able to use a hemostat and peel away one side of the sheath to get it off the indwelling line. The PICC was inserted without incident after removing the broken peelaway. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The instructions for use (IFU) provided with this kit warns the user, "do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator, or tissue dilator as this can lead to venospasm, vessel perforation, bleeding, or component damage." A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the white handle on the peelaway sheath broke off on one side just above where the body of the sheath attaches to the handles. The clinician was able to use a hemostat and peel away one side of the sheath to get it off the indwelling line. The PICC was inserted without incident after removing the broken peelaway. No patient harm reported. The patient's condition is reported as fine.